Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up, loss of capture on the lv lead was observed. The pacing vector was changed and capture was obtained. Programming change was also recommended but not made. The patient was stable.